Manufacturer narrative:
Device not returned to manufacturer.

Event description:
An nvisionvle marking probe (20mm) was placed through the endoscope into the stomach. During the procedure the balloon was not inflating as quickly as expected, therefore a decision was made to use a new marking probe. The procedure was aborted, and the remaining air was suctioned to deflate the balloon, however the physician prematurely pulled the marking probe back through the endoscope and the balloon detached from the marking probe and lodged in the endoscope channel. The physician decided to advance the scope into the stomach and push the balloon from the endoscope channel using biopsy forceps into the stomach. A snare was used to obtain the balloon from the stomach. The patient was un-harmed, and case completed using the new marking probe.